Event description:
The pt's mother reported that the pt was experiencing leg spasm, shivering and stiffness that resulted in hospitalization. The mother reports that she watches the pt closely and monitors symptoms, as pt is unable to speak. The pt is receiving lioresal 1000 mcg/ml - daily dose is unk. Tests were performed, but no issues were noted. During hospitalization, a refill was performed with no volume discrepancy noted; refill was 5 days prior to refill date. Pt's mother reported that at the previous refill, all the medication remained in the pump. The hcp is planning to replace the pump, but is also considering prescribing oral baclofen as the pt is on a very low dose. A follow-up report will be sent if additional info becomes available.